Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 520 mg/dl at the time of incident. Customer also receive insulin flow block alarm and alarm did not occur during fill tubing. Customer was not able to troubleshoot for insulin flow block alarm and also declined to troubleshoot for high blood glucose value. Customer stated when they changed the tubing it'll work for a little bit but then get the alarm again. The device will not be returned for analysis.